Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage and interconnect cables. System operates as intended.

Event description:
Customer reported the system rebooted itself during a case then would not fluoro. No pt injury was reported.